Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient, that is enrolled in the (B)(6) clinical study, developed a worsening of freezing and falls which was moderate in severity. The patient was treated with medication and the device was reprogrammed. The patient and the event is not recovered and not resolved. This serious adverse event was assessed as having a possible relationship to procedure and stimulation and not related to the device.